Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant medical products: dtba1d1 crt-d, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was t-wave oversensing (twos) post biv (bi ventricular) pace on the right ventricular (rv) lead. The rv lead was reprogrammed and remained in use. However, approximately six months later the twos post vp (ventricular pace) is still occurring. Additional reprograming of the rv lead was done and the rv lead remains in use. No patient complications have been reported as a result of this event.